Manufacturer narrative:
(B)(4). Batch #: u9467w. Additional information was requested and the following was obtained: did the damage to the package compromised the sterility of the device? Yes. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the surgery of laparoscopic choledocholithotomy, before being used on the patient, the package was found damaged. Changed another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.